Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was producing scout images that showed up as half blacked out (image issues). They also noted the system was approximately 120 days past gain calibration. Probable cause was possibly related to overdue calibration. As a resolution representative performed calibrations. If issue persists, technical service person to generate quote for system checkout. There was no patient involvement. Additional information received "field service engineer reported that this was resolved after performing gain calibrations. Since the system had not had any issues and had been used in cases. Since the gain calibrations were completed.